Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: balloon failed to deflate and attempts were made to deflate it using a guide wire. Device issue: failure to deflate. It was reported that the distal right coronary artery (rca) was dilated with a cutting balloon and a 4.0 x 12 mm nc voyager was inflated to 14 atm for one minute to treat in-stent restenosis of a previously implanted 3.5 x 23 mm vision stent in the mid rca. The stent had been implanted six months prior to this procedure and the physician commented that the restenosis did not stem from any quality issue with the stent. It was noted that the lesion was occluded and no blood flow was observed. The intervention was aborted to see if recovery was observed. The 4.0 x 12 mm nc voyager and another company's balloon catheter were delivered. The voyager dilatation catheter could not be deflated, and the pressure indicator did not decrease at all. An attempt was made to deflate the balloon by puncturing the balloon using the proximal end of a guide wire, but the balloon remained inflated. The balloon was able to be pulled into the guide catheter and the balloon was successfully removed after being inflated in the patient's anatomy for seventeen minutes. Once outside the vessel, an attempt was made to inflate/deflate the balloon using saline, but the balloon would not deflate. The balloon was pinched with fingers; however, it stayed intact and felt solid. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood on the balloon, on the distal shaft, on the hypotube, on the hub, and in the guide wire lumen. The balloon was loosely folded. The distal shaft was wrinkled, 1 mm proximal to the proximal seal extending proximally for a length of 2 mm, 6 mm proximal to the proximal seal extending proximally for a length of 2 mm and 16 cm proximal to the proximal seal extending proximally for a length of 7 mm. There was no other damage noted to the balloon catheter. The entire length of the balloon catheter was measured and this met manufacturing criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon to rbp of 18 atms and measure the deflation times. The deflation times of the balloon met manufacturing criteria. The balloon deflated fully and properly with no anomalies noted. Difficulty to deflate can be affected by, but not limited to, patient's anatomical morphology, disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. The products are 100% inspected for damage and a sampling of units is destructively tested to verify proper inflation and deflation. Analysis of the returned product noted that the balloon catheter total length met manufacturing criteria. The inflation device used during the procedure was not returned, which may have aided in the evaluation and determination of cause for the reported difficulty to deflate. A new indeflator was filled with diluted contrast and used to pressurize the balloon to rated burst pressure and deflation times were measured, which met manufacturing criteria. The balloon deflated fully and properly with no anomalies noted. The reported difficulty to deflate was not confirmed. Analysis did note that the distal shaft was wrinkled proximal to the proximal balloon seal. This damage was not noted during the inspection prior to use and is likely a result of interaction with the lesion/anatomy such that the outer member wrinkled during advancement and placement of the device in the target lesion. It is possible that the wrinkled shaft obstructed the flow of contrast in the inflation lumen during the procedure such that the device was difficult to deflate; however, this cannot be confirmed. Occlusion, as listed in the IFU is a known adverse event associated with coronary dilatation. It is likely that the reported EKG/ECG changes, additionally therapy/non surgical treatment and delayed therapy/non surgical treatment are secondary effects of the occlusion, which is possibly a result of the reported difficulty to deflate. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint. All lot release testing met specification. A query of the complaint handling database was performed, and there have been no other incidents reported for this lot. A conclusive cause for the reported difficulty to deflate could not be determined. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.